Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device passed the delivery accuracy test. Device was received with intermittent act button response due to corroded keypad traces. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of about 20 mg/dl at the time of the incident. The customer was given a glucagon shot, glucagon paste, juice, and food to treat. The customer experienced symptoms such as sweating and a seizure. The customer was wearing the insulin pump during the incident. The customer reported a non responsive pump keypad. Troubleshooting was not completed as the customer declined. The customer attributed the low to miscalculating their carbs. The insulin pump will be returned for analysis.